Manufacturer narrative:
Device evaluation follow-up #1 submitted 08/27/2013: the device was returned to animas and evaluated by product analysis on 07/31/2013 with the following results: no defect was found. Powered the pump on and the display is clear and legible.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated a blank screen after a battery change, pump beeps then vibrates, but no display. Battery was changed, 3 different batteries with no change in screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.